Manufacturer narrative:
Clinical evaluation performed by (B)(6): secondary patella upsizing and lateralization few months after primary tka due to patient complaining of pain. This event is not due to a faulty device. Batch review performed on (B)(6) 2019: lot 175541: 120 items manufactured and released on 18-dec-2017. Expiration date: 30.11.2022. No anomalies found related to the problem. To date, 114 items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that a patient presented with anterior knee pain 6 months after primary surgery. On (B)(6) 2018 the surgeon revised the size 2 patella implant and recut the patella. He also lateralized and upsized to a size 3 patella as once the recut had been performed on the patella the surface area was larger than after the primary resection and the size 3 was a better fit. The liner was not replaced.